Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: "physician called cook to assist in retrieval of a tulip vena cava filter. The filter has penetrated the vena cava. He has done a CT as well to document penetration. We did not attempt to retrieve: during jugular access, the patient started to have chest pain and shortness of breath, so physician aborted the procedure. The filter is still in the vena cava as retrieval was not attempted." Patient outcome: this was a second aborted attempt to retrieve the filter. Physician has not actually attempted to retrieve, but he plans to. Physician said that the patient is having pain and he believes it is because of the penetrated tulip filter.

Manufacturer narrative:
Exemption number e2016032. (B)(4). Summary of investigational findings: investigation is based on review of venogram. Indication for placement of the tulip filter was not included in the complaint report. There is very little clinical information included, except that the venogram was performed at the time of planned filter retrieval. There is also mention of a CT scan to document penetration, but these images were not made available for review. The single image submitted for review does demonstrate significant tilt of the ivc filter as well as extension of at least 2 of the primary filter legs outside of the column of contrast, indicating penetration. Given the degree of tilt, the hook of the ivc filter also likely abuts either the anterior or posterior wall of the ivc, although this is not clearly evident on the single image submitted. Without reviewing the placement images, it is only speculation if the filter tilt resulted in the penetration or potentially the penetration resulted in the filter tilt. Filter penetration and filter tilt are not contraindications to successful percutaneous retrieval, however, the more extensive the penetration and the more extensive the tilt encountered usually requires utilization of more advanced techniques to retrieve the filter. It is noted that there was no attempts to retrieve the filter due to chest pain and shortness of breath "just as the retrieval procedure was about to start." The exact reason for the perforation cannot be determined, but vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.